Manufacturer narrative:
The device was not returned for analysis, as it was discarded. The investigation was focused on a review of product documentation. The device used in treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. However, the following controls are in place to mitigate the reported product issue. As per procedure (abiomed introducer sheath in-process and final inspection), the devices in this lot were inspected as follows: 9.2.2 visual inspection: using 10x magnification, verify the tip is round, no flash protruding greater than 0.4 mm (0.016") and no flash with width (around circumference) greater than 0.7 mm (0.028"), no splitting, cracks or other damages. Per section 12.2, visual inspection, with naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. Ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded fm, or any other damages. Per IFU: never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only. Avoid subjecting the device to unusual stresses. When assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Abiomed provides the IFU for this product. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
It was reported that we received a complaint involving 2 consective oscor 23 fr introducers. A (B)(6) male underwent a post cardiotomy cardiogenic shock procedure as the patient was having chest pain, nausea and chronic heart failure. The physician alleged the introducer had split distal to the tip when tracking the rp through the sheath, attempting to enter the inferior vena cava. A new 23 fr introducer was used, although the physician endured the same failure. The physician noted stenosis in the left common iliac vein was causing friction between the introducer and catheter, thus, unable to advance the impella into proper placement. There was no harm to the patient and support was escalated to ECMO.